Manufacturer narrative:
This device has not been returned; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident.

Event description:
It was reported that this right ventricular (rv) lead exhibited noise that was oversensed and classified by the device as ventricular fibrillation (vf). Inappropriate anti-tachycardia pacing (atp) therapy was delivered. Additionally, pacing was inhibited for about 5 seconds due to the noise. It was noted the patient was pacemaker dependent, but only felt unwell at the time of the episode. The patient was brought in to the clinic for evaluation. All lead measurements were stable and within normal limits. Noise and oversensing was reproduced when the patient moved their left arm across their body; no other movements produced the noise. The noise signals measured about 1mv. At this time, the patient was instructed to avoid that movement. The physician planned to monitor the patient and lead in the remote monitoring system and the next follow up was planned for december. Technical services reviewed the available device data and confirmed the noise was consistent with myopotentials, and recommended x-rays to evaluate the lead body for any damage. It was also suggested to add red alerts in the remote monitoring system to watch for non-physiologic signals and variable lead impedances that could indicate compromised integrity. At this time, the lead remains implanted and in service. No adverse patient effects were reported. It was later reported that a new alert was issued in the remote monitoring system indicating the rv lead needed to be checked, and an episode showing noise and pacing inhibition with atp delivery was observed. The patient was contacted and instructed to present to the emergency department. The patient reported feeling dizzy and unwell at the time of the episode. The patient was admitted to the hospital and the rv lead was surgically abandoned and replaced. No additional adverse patient effects were reported.